Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The physician had difficulty repositioning it, so he elected to explant and replace it. No patient symptoms were reported.